Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery alarm after receiving replacing the infusion set. The customer's blood glucose was customer states no issues during the first bolus but after that the second bolus the device alarms no delivery. Troubleshooting was performed and the insulin pump alarmed no delivery when the customer performed a manual prime into the air. Customer noted resistance when manually pushing insulin with a plunger. Customer was advised there was an occlusion. Customer was assisted with filling a new reservoir. Customer will not be returning the reservoir for analysis.